Event description:
Hcp reported first noting unsteady gait at pt follow-up visit. Unsteady gait was a new complaint since the pulse width in the right ipg was increased to 90. The pulse width was returned to 60 as it was speculated this was the cause of the unsteady gait. Hcp will reevaluate at the next follow-up visit. No report of device explantation. A follow-up report will be sent if additional info is received.